Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9236-03pp vault-lock glenoid trial broke during a total knee procedure. The center peg snapped off when it was being removed from the patient. All was retrieved and there was no patient affect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed, the central peg and keel broke off flush with the device. No fragments returned. A likely cause is user-applied mechanical forces.